Event description:
Implanted port had been accessed 7 days prior to nursing visit on 11/24/98. On 11/24, port needle leaked when flushed with .9% normal saline white, crystalized fluorouracil noted under transparent dressing above the port access site. Pt required an interruption in chemotherapy treatment regimen until new port was implanted.